Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable based on confirmation that the patient did not experience a loss of connection. Please disregard initial reporting under MFR# 3004753838-2018-69065.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. No additional event or patient information is available. Data was provided but does not reflect the alleged product/issue. Confirmation of the allegation and a root cause could not be determined. The root cause could not be determined. No additional event information is available.